Event description:
It was reported that the user experienced elevated blood glucose after changing ilet supplies, repeated a supply change the next morning with the same result, and then returned to range later that day; no alerts or alarms occurred, dosing was not interrupted, insulin was in date, rotation and replacement techniques were confirmed, and replacement supplies were arranged, with the device problem and component details limited by insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.